Event description:
During an onsite visit by a field application specialist (fas) contacted beckman coulter (bec) to report customer issues with high potassium (k) fliers generated on the au5811-03 ise clinical chemistry analyzer (au 5800 series). The customer indicated that two (2) false k patient results were generated. It was determined that the customer had initially calibrated the ionized selective electrode (ise) and prepared to run quality controls (qc). Without waiting for the qc results to be displayed or reviewed, patient samples were loaded and run. The first flier was on a qc result. The k patient result yielded a value of 12.95 mmol/l with an f flag generated when the expected value was 2.9 mmol/l. The second flier was on a patient sample. The original result was 16.1 mmol/l with an f flag generated and when repeated on an alternate analyzer the result yielded within normal range. The customer did not supply actual patient data. Patients' gender, age, and weight were not provided by the customer. Since there was a qc failure and patient samples were already running, no patient results were reported out of the laboratory. The customer has confirmed that there has been no effect to patients or change in patient treatment in connection to this event. F flag - indicates that the value is higher than the dynamic range for the assay.

Manufacturer narrative:
Sample collection and analysis was not provided by the customer. The field application specialist (fas) indicated that no ise issues were noted until the k fliers were observed. The fas inspected the ise system and found no apparent issues. The fas also proactively cleaned the sample probe. The ise system was returned to customer use. The customer was instructed to monitor the instrument for any further issues. The customer called back and reported calibration failures. A bec field service engineer (fse) was dispatched and discovered air bubbles in the reference solution tubing. The fse replaced the ise reference valve. The fse then cleaned the ise system and noted that the flow through the system was impeded. The fse replaced all electrodes. No further ise issues were reported by the customer. No parts are available for additional investigation since they were discarded.

Manufacturer narrative:
.

Event description:
This is a follow up report. Correction: the customer indicated that only one (1) false potassium (k) patient result was generated. It was determined that the customer had initially calibrated the ionized selective electrode (ise) and prepared to run quality controls (qc). Without waiting for the qc results to be displayed or reviewed, patient samples were loaded and run. The first flier was on a qc result. The k qc result yielded a value of 12.95 mmol/l with an f flag generated when the expected value was 2.9 mmol/l. The second flier was on a patient sample. The original result was 16.1 mmol/l with an f flag generated and when repeated on an alternate analyzer the result yielded within normal range. The customer did not supply actual patient data. Patients' gender, age, and weight were not provided by the customer.